Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons of insulin pump for backlight was less responsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump had low battery alert, no delivery alarms and crack in corner above screen. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.